Event description:
It was reported that the customer's insulin pump alarmed motor error several times. The blood glucose reading was 511mg/dl, and the patient was treated with manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners and battery tube threads, broken belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.